Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin (route, dose, frequency, and duration not reported) for peritonitis. The action taken with dianeal and extraneal therapies were not reported. At the time of this report, the patient was still hospitalized for the event and was recovering from the event. No additional information is available.